Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not received effective stimulation since implant. As a result, the patient stopped charging/using her scs system (reference MFR. Report: 1627487-2015-03110). Surgical intervention will be taken at a later date to address the issue.